Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the matrix spinal system was applied for spinal canal stenosis at region from l5 to sacrum. The surgeon inserted the reported reduction screw in left s1 but it was cut off. The surgeon removed the screw and tried to equip it with the driver but without success. When the surgeon checked the reported screw and sleeve, the surgeon found that the tip of the reported retaining sleeve was broken and its fragment remained being with the screw. No surgical delay was reported. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) for the sterile and non-sterile part was completed: sterile article information, no deviation was found. Manufacturing location: selzach. Manufacturing date: 12march2012. Expiry date: 01february2022. The non-sterile article 04.634.750 lot 6860561 was manufactured in monument. Brandywine DHR review: manufacture date: 18january2012. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.